Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, implantable pulse generator (ipg), implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead has some oversensing and noise. The oversensing was not reproducable in the clinic. The lead remains in use and the clinic is continuing to monitor it. No patient complications have been reported as a result of this event.